Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the cause of the coronary artery occlusion cannot be confirmed but may be related to the mechanism described above. Patient and procedural information is limited to the article received. The patient¿s death is considered unrelated to the implanted valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: gobolos, l., tsang, g.m., curzen, n, calver, a.l., ohri, s.k (2015). Transapical perfusion for peri-arrest salvage during transcutaneous aortic valve implantation. Perfusion. Retrieved from http://www.ncbi.nlm.nih.gov/pubmed/25716977

Event description:
As reported by our (B)(4) affiliate, per article "transapical perfusion for peri-arrest salvage during transcutaneous aortic valve implantation", post deployment of a 23mm sapien xt valve via the transapical approach, the right coronary was occluded requiring balloon angioplasty to re-establish flow. During deployment of the xt valve, the patient developed profound hypotension which did not respond to inotropic support. The decision was made to place the patient on heart-lung bypass. During resuscitation, echocardiography indicated profound new right ventricular systolic dysfunction and inferoposterior left ventricular regional wall motion abnormality. The flow down to the native right coronary was occluded. A balloon angioplasty was performed to re-establish flow. The left ventricular function improved with reperfusion; however, the right ventricular dysfunction persisted. The patient remained on an extracorporeal membrane oxygenation (ECMO) circuit for 24 hours, at which time, hemodynamic stability was achieved and the patient was weaned from cardiorespiratory support. Although the immediate postoperative course was uneventful, the patient developed an irreversible severe lower respiratory tract infection several days later and expired post operative day (pod) 10.